Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the device and complaint information. The probable cause of the crack is due to a material issue on a vendor-supplied part. The device history review (DHR) was reviewed and no nonconformities were found that would have led to the reported complaint.

Event description:
The complaint/event involved a 7.5" (19 cm) appx 0.31 ml, smallbore ext set w/remv microclave®, clamp, rotating luer. The extension tubing of the device was reportedly leaking during a propofol infusion. This therapy was slightly delayed due to the necessity of changing out the tubing. There was no patient harm.

Manufacturer narrative:
Although multiple attempts were made to obtain the device, it is not available for investigation at this time. A review of the device history record is pending. Initial reporter full phone: (B)(6).